Event description:
It was reported that the patient's performance progressively decreased over the past year, without any reason. The patient no longer had any benefit from his implant. The patient was re-implanted in 2008, however, med-el was not informed about the scheduled re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure will be submitted as a follow up report.